Event description:
The customer observed 11 instances of architect ca19-9xr values above the normal range for patients since the beginning of (B)(6) 2012, when architect ca19-9xr reagent lot 08852m500 was in use. There were no known adverse consequences due to the falsely elevated results.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.